Event description:
It was also noted that the lead exhibited high capture thresholds of 5.5 v at 0.8 m.s. The lead would continue to be monitored.

Event description:
It was reported that the lead exhibited rising thresholds (7.5 volts) and sensing had decreased to 0.2 mv. The physician decided that the lead would be replaced.

Manufacturer narrative:
Na